Event description:
Prior to start of drilling, while motor was in the pt field, oil was observed in the sterile field. A tear was noted around the base of the motor at the handpiece. Excess irrigation and add'l antibiotics were used to clean the pt wound site. No visible contamination of the wound occurred. There was no pt impact reported.

Manufacturer narrative:
Report was confirmed by eval. Oil leaking from nose of motor was observed during eval. Nose flow could not be measured due to the amount of oil leaking. A worn seal was reported to be the cause of the oil leak. This motor was also found to have the green exhaust hose torn near the base of the motor. The hose is detached from the hose connector. It is a known issue that can occur due to excessive oiling or excessive use of the device without repair. There was no record of repair for this device within the past 92 mos. There was no pt impact reported, however, a medwatch report is being filed based on the fact that medical intervention occurred.